Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had "three shocks" and "went by ambulance and had leads replaced". The patient stated the leads needed to be "rewired". It was further reported that the lv lead had been placed in a position that was not optimal. The lead was explanted and replaced with a new lead that was placed in a more optimal position. At the same time an atrial lead was implanted as the patient did not have one. It was also reported that prior to the shocks, the patient experienced some dizziness and was then seen in the emergency room with complaint of chest pain. The shocks were deemed inappropriate and were due to the patient having atrial fibrillation with rapid ventricular response detected as ventricular fibrillation (vf). The patient was started on anti-arrythmia medication and underwent an atrio-ventricular node ablation. The crt-d was also reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had "three shocks" and "went by ambulance and had leads replaced". The patient stated the leads needed to be "rewired". It was further reported that the lv lead had been placed in a position that was not optimal. The lead was explanted and replaced with a new lead that was placed in a more optimal position. At the same time an atrial lead was implanted as the patient did not have one. It was also reported that prior to the shocks, the patient experienced some dizziness and was then seen in the emergency room with complaint of chest pain. The shocks were deemed inappropriate and were due to the patient having atrial fibrillation with rapid ventricular response detected as ventricular fibrillation (vf). The patient was started on anti-arrythmia medication and underwent an atrio-ventricular node ablation. The crt-d was also reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.